Event description:
P1008 - n/a - issue: on (B)(6) 2024, while cas was onsite, dr. ((B)(6) ) reported that the arcuate incisions for procedure ID #(B)(6) 90 degrees off his intended axis

Manufacturer narrative:
User indicated incorrect patient bed orientation, therefore arcuate incisions were placed on unintended axis. Laser functioned as designed. Lasik surgy is schedulded to be completed to minimize the error.